Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp via right internal jugular vein in the right chest. During the procedure the guidewire was allegedly failed to advance through the puncture needle. Additionally slight deformation noted on guidewire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a guidewire which is inserted into the needle and was observed to be bent and stretched near the needle¿s insertion point. Therefore, the investigation is confirmed for the reported guidewire deformed, failure to advance and identified stretched issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.